Manufacturer narrative:
Product complaint # (B)(4). MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Investigation summary: the analysis results found that a pcee45a device was returned with no cartridge loaded on the device and outside its original package. Only the tyvek was returned for analysis. The tyvek was visually inspected and no anomalies were found. In addition, the seal area was inspected and evidence of being properly sealed was found in the package. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Device history lot a manufacturing record evaluation was performed for the finished device lot t92e1h number, and no non-conformances were identified. Device history batch: a manufacturing record evaluation was performed for the finished device batch t5ad3t number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # t5ad3t. Investigation summary: the analysis results found that a pcee45a device was returned outside its original package. Only the tyvek was returned for analysis. The tyvek was visually inspected and no anomalies were found. In addition, the seal area was inspected and evidence of being properly sealed was found in the package. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Device history lot: a manufacturing record evaluation was performed for the finished device lot t92e1h number, and no non-conformances were identified. Device history batch: a manufacturing record evaluation was performed for the finished device batch t5ad3t number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk.

Event description:
It was reported that during an unknown procedure, a hole was found at the plastic covering the jaws. Another device was used to complete the case. There were no adverse consequences to the patient. Two devices will be returning. No further information is available.